Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, 30.2 units of insulin were inadvertently delivered. Subsequently, the customer's blood glucose dropped to .6 mmol/l and lost consciousness. The customer was taken via ambulance to the emergency room (ER) and admitted to the hospital. Technical support educated the customer to not be connected to the pump during the fill tubing process. System check with technical support confirmed the pump was functioning as intended. At the time of the report, the customer had not been released from the hospital and declined follow up contact from technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.